Manufacturer narrative:
Other relevant device(s) are: product ID: 8253410, serial/lot #: (B)(4), UDI#: (B)(4). The product analysis result indicated that the mainframe's reported fault was not confirmed. The cpu timer's battery was worn. The patient interface analysis stated that the reported complaint could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via health care professional that a patient booked for total thyroidectomy for congenital goitre. Intra-operatively, there was a loss of signal on first hemithyroidectomy (right) therefore a decision was made that the procedure was abandoned at hemithyroidectomy. Left hemithyroidectomy was not performed. There was no delays occurred. Post operatively, the voice was normal, but nerve palsy was confirmed at nasendoscopy. Ent and speech therapy review have followed. Nil surgical intervention, observation only. Machine did not recognize intact nerves. There was also interference.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253410, serial/lot #: (B)(6), UDI#: (B)(4). Previous serial numbers (B)(6) and (B)(6) are no longer applicable to this event. This reportable event is the same with regulatory report # 1045254-2020-00463. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.